Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that the connector pin was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient received a replacement desktop charger and connector pin won't plug into recharger because old connector pin was stuck inside the recharger. Patient couldn't get pin to come out of the recharger with plyers. It was reported that the patient was not able to charge ins, and was without therapy so was suffering with a return of symptoms. Additional information was received. Patient reported they got the connector pin out of the recharger and was able to charge normally. Information was received from a family/friend who reported it took patient 3 hours to charge up because ins battery was low. It was also mentioned that when therapy is off the patient is in pain. Therapy helps when he turns ins on. No further complications reported and/or anticipated at this time.